Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Thirty samples were returned for evaluation. Sleeve discoloration was confirmed on 18 of the samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6154929. The root cause is that mica was not dispersed properly or there was not enough mica. Mica allows the laser to write on the plastic absorbing the laser.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had rust or mold on the inside of the tube on the rubber portion. There was a mix of contaminated ones with ones that weren't contaminated in the same box it is not possible to identify the contaminated ones until the seal is broken and the adapter is opened. There was no report of injury or medical intervention.